Event description:
It was reported that, the surgeon inserted a 19.5 diopter aq2010v silicone three piece lens and the lens was torn upon insertion. The lens was removed without incision enlargement and sutures were placed. The reporter stated they have been having difficulty advancing the lenses through this lot of cartridges and as a result, experiencing more lens tears.

Manufacturer narrative:
The product for this complaint was not returned, however, the lens was returned and evaluated. Half of the optic was torn off and there was a clear surgical residue on the lens. It should be noted that the injector was not received. Results: a work order search was performed and there were two similar comlaints found.